Event description:
The procedure was a urology case. The doctor pressed on coag and got no results. This did cause a delay in surgery but there was no harm to the patient. The end results of the procedure was fine. The staff did not realize during this procedure that the problem was the footswitch.